Event description:
S2384 promus premier china registry. It was reported that unstable angina occurred. On (B)(6) 2018, the subject was referred for cardiac catheterization and index procedure was performed on the next day. The target lesion #1 was located in the proximal left anterior descending (lad) artery and extended to mid lad with 80% stenosis and was 10mm long, with a reference vessel diameter of 3.00mm. The target lesion #1 was treated with pre-dilatation and placement of a 3.00x24mm promus priemiere drug-eluting stent. Following this intervention, post dilatation was performed with 10% residual stenosis. After three days, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2019, the subject presented with unknown symptoms of coronary syndrome and was hospitalized for further investigation and treatment. The subject was diagnosed with unstable angina. Four days from hospitalization, the event was considered as recovered/resolved and the subject was discharged on the same day. It was further reported, two days after on (B)(6) 2019 hospital admission, 60% stenosis in target lesion was treated with percutaneous coronary intervention (pci) with 10% residual stenosis.

Manufacturer narrative:
Device is combination product. B5 describe event or problem updated.

Manufacturer narrative:
Device is combination product.

Event description:
(B)(6) registry. It was reported that unstable angina occurred. In (B)(6) 2018, the subject was referred for cardiac catheterization and index procedure was performed on the next day. The target lesion #1 was located in the proximal left anterior descending (lad) artery and extended to mid lad with 80% stenosis and was 10mm long, with a reference vessel diameter of 3.00mm. The target lesion #1 was treated with pre-dilatation and placement of a 3.00x24mm promus priemiere drug-eluting stent. Following this intervention, post dilatation was performed with 10% residual stenosis. After three days, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, the subject presented with unknown symptoms of coronary syndrome and was hospitalized for further investigation and treatment. The subject was diagnosed with unstable angina. After four days, the event was considered as recovered/resolved and the subject was discharged on the same day.